Manufacturer narrative:
Analysis: on the complaint date, there are constant placement signal not reliable alarms (ic2001 imclog). The lt logs confirm low snr as placement signal was out of range at 3000 mmhg (ic2001 ltlog low snr). The console went in for pm shortly afterward and the console had the optical bench replaced due to non-conformance. Root cause: the cause of the optical signal issue was most likely a defective optical bench that was replaced during pm (B)(6) 2023.

Event description:
The complainant reported that the placement signal was not reliable following impella implant for patient support. Despite the noted issue, the device was left in place and was subsequently managed by monitoring the motor current and hemodynamics. There was no patient harm.